Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed, during the functional test the scope was connected to the controller and it displayed image; however, the image was lost after moving the umbilicus connector and then the sud error screen appeared. The electrical test measurements were within the normal values, and no shorts in the circuit were detected. After disassembling the device, another low voltage differential signaling (lvds) cable was used and the image was displayed as expected, the image was not lost after moving the cable at the distal end or after moving the umbilicus cable. It is possible that the cable lost its integrity internally due to the repeated movement, leading to its failure during the procedure. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause selected is traced to component failure.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the image was lost unexpectedly. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the image was lost unexpectedly. The procedure was completed with another exalt model d scope. There were no patient complications reported as a result of this event.